Event description:
Per the clinic, the patient experienced a skin breakdown at the implant site (specific date not reported).

Event description:
Per the clinic, the device was explanted (specific date not reported). It is unknown if there are plans to re-implant the patient as of the date of this report.

Event description:
Per the clinic, the patient experienced open sore and green drainage around the wound at implant site exposing the receiver/stimulator (date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.